Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Model #: mc1vr01-delsys. Return date: 20-feb-2020. Dev rtn to MFR? Yes. Product event summary: the partial delivery system was returned without the device attached to the delivery system, tether, and tether pin. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the outer shaft. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, <(<)> model #: mc1vr01-delsys/ expiration date: 28-jan-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, <(><)>mfg date: 27-aug-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), high thresholds were observed after cutting the tether. A second leadless ipg was attempted but thresholds were high in multiple locations. The leadless ipg was not used and a transvenous system was implant. No patient complications have been reported as a result of this event.